Manufacturer narrative:
Investigation completed 08feb2018. The picture provided by the customer showed a black particle apparently inside the packaging tray, but the particle could not be found during visual evaluation of the returned unit. The picture was used to determine the position of the particle but it was not observed in that position and neither in the whole package. DHR review was performed and no anomalies in the manufacturing/packaging process of lot 1165885 were observed. The reported issue could not be confirmed. The root cause for ¿a foreign material¿ in a cusa manifold tubing packaging tray is undetermined.

Event description:
On (B)(6) 2017, at the incoming inspection, foreign material was found on the device and the band of the tubing set was loose/detached. There was no patient involvement.